Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon fired two strokes on the echelon device but indicated that the device would not proceed to the third stroke of the firing process. He chose to use the red reverse switch to bring the blade back and remove the device. Upon doing so he noticed a fully unformed staple at the distal end of the partially fired staple line. The surgeon pulled a new device and finished the case with no patient consequence.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. The device was received for analysis with no visual non-conformances and with a white cartridge reload present. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. In addition, the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Gastric tissue while firing up to create the sleeve (mid-way). Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No to both. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 2nd or 3rd. If echelon, during which stroke did the event occur? After 2nd stroke. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? Gold. Was buttressing material utilized? If so, which product? Gore seamguard. Was the instrument fired across or near an existing staple line or clip? Yes near existing staples no clips. Were any unexpected noises heard? If so, when? None. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes, but he wasn't firing plastic to plastic which we believe created the issue. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. What were the patients pre-existing conditions? None. Does the patient have any relevant history of surgical treatments? If so, what? None. How long has the surgeon been using this device for this procedure (in years)? 1-2 years was there a recent conversion to ees devices in this account or with this surgeon? Yes. Were there any malformed staples noticed? Only the migratory crotch staple which we took the opportunity to discuss removal with him again. Was the staple line incomplete or did it exceed the cut line? There was a single malformed staple at the distal end of the staple line. Was the patient taking any anticoagulants or dvt prophylaxis? Yes.